Manufacturer narrative:
The customer reported a complaint that "the temperature input from the thermogard xp ivtm system (sn (B)(4) was incorrect" was not confirmed during the functional testing and event log review performed by zoll service personnel at the customer site. The temperature input was verified to be correct, and no discrepancy was observed during the functional testing. The reported statement that "the air trap sensor block was replaced due to the presence of saline in the thermogard system's air trap" was verified during the functional testing. During the visual inspection, dried saline traces were observed under the pump raceway and under the air trap block inside the thermogard system case. Saline in the air trap could be due to a potential start-up kit leak. However, the customer provided no additional information, and there was no recent complaint reported for the suk air trap leak by the customer. During visual inspection, unrelated to the reported complaint, noted a loose pump lid. The likely root cause of the observed issue was normal wear and tear. The thermogard system was manufactured in march 2017 and is more than five years old, reached its expected serviceable life of five years. The worn-out part was replaced to address the observed physical damage. The event log review indicated several mid:09 (air trap assembly), unrelated to the reported complaint. The thermogard system prompts a mid:09 error when the air trap level sensors detect low or empty saline in the suk air trap. In this case, the presence of saline in the air trap indicates a potential suk air trap leak. As a result, the air trap level sensors detected low/empty saline and prompted mid:09 errors. The thermogard system passed the preliminary functional testing with no error. The mid:09 error observed in the archive was not reproduced during the testing. Upon further testing, noted that led lights on the customer-replaced air trap printed circuit board (pcb) and on the existing cold well reservoir were not functioning as intended. The root cause was determined to be a defective air trap assembly and shorted rj45 cables, likely caused by the leaked saline. After replacing the air trap block with board and rj45 cables, the led lights functioned as intended. The thermogard xp ivtm system passed the functional and electrical safety test without error after service. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The hospital biomed replaced the air trap sensor block due to the presence of saline in the air trap of the thermogard xp ivtm system (sn (B)(4) and requested zoll to perform a functional test. The presence of saline in the air trap of the thermogard xp ivtm system could be due to a potential leaking start-up kit; however, biomed provided no further information. In addition, the customer reported that the temperature input was incorrect. The biomed stated that the thermogard system is operational. No other information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.